Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device and the no patient complications were reported.